Event description:
It was reported that the lesion was located in the first diagonal artery with no calcification and no tortuosity. When the xience prime stent was positioned at the lesion, the stent delivery system (sds) balloon failed to inflate. The device was withdrawn from the anatomy and another stent was successfully implanted. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Factors that may contribute to difficulty/failure to inflate include but are not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique, contrast dilution, and accessory device support. To ensure this type of event is not the result of a product quality deficiency, all stent delivery systems are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify inflation to rated burst pressure prior to release. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query for complaint handling database for the reported lot revealed no other incidents for failure/difficulty to inflate. There was no report of any damage/leak noted during inspection or preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that there was poor connectivity with the inflation device used at the account; however, this cannot be confirmed. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.